Event description:
The physician positioned the stent at the target lesion site in the anterior descending coronary artery. The balloon of the device was inflated to 14 atm. It was reported that the stent would not expand. The device was removed and another stent was successfully placed. No clinical sequelae were reported. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
(B)(4). Evaluation results: (root cause of event cannot be determined based on information provided). No results available since no evaluation performed (device or procedural images not provided for review). Evaluation conclusions: (root cause of event cannot be determined based on information provided). Unable to confirm complaint (device or procedural images not provided for review).